Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer received low sensor scan results compared to readings obtained on the built-in reader, and experienced symptoms described as nausea, fatigue, and a loss of consciousness. Customer was unable to self-treat, requiring treatment of apple juice by a third-party. Sensor scan result of 2.9 mmol/l, 4.7 mmol/l, and 4.1 mmol/l were compared to built-in meter readings of 12.9 mmol/l, 17.7 mmol/l, and 13.2 mmol/l respectively and the results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.